Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged burning odor. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation product investigation laboratory for investigation observed a dark contaminate around the air inlet. Brownish dried liquid spot was observed in the iso port. Product investigation laboratory for investigation also observed dried liquid spots (potential liquid ingress) with potential mineral deposits on the bottom of the blower motor and in the base of the blower box. A cut-like scratch was observed across the bottom of the bottom enclosure. Product investigation laboratory for investigation observed possible thermal activity on the interior side of the top enclosure and at the q8 area of the pca. A greyish dust-like contamination was observed on the interior side of the front panel, front panel, top enclosure, rear panel, and on the blower motor. Because of the evidence of thermal activity, pil was able to confirm the complaint of a burning odor. Device got scrapped. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.